Manufacturer narrative:
(B)(4). Date sent: 4/15/2026. Updated data: h6 (type of investigation): a manufacturing record evaluation was performed for the finished device ech60r; xdcbtgs0 number, and no non-conformances were identified.

Event description:
It was reported that during incoming inspection at the distributor: (B)(4), they found the temperature indicator on the outer carton had turned red, and among the six inner boxes, one box had also turned red. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 04/03/2026. D4: batch #: unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.